Event description:
It was reported that this pacemaker system was explanted due to high pacing thresholds by the right ventricular (rv) lead. This resulted in rapid depletion of the battery of the generator and muscle stimulation that was felt by the patient. A new pacemaker system was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Environmental stress cracking (esc) was observed in multiple areas from the terminal pin - on the surface only. At approximately 100 mm from the terminal end esc torn through was observed. Laboratory testing was unable to reproduce the reported clinical observations. The "known inherent risk" investigation conclusion code was selected based on the field report of muscle/pocket stimulation which is a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this pacemaker system was explanted due to high pacing thresholds by the right ventricular (rv) lead. This resulted in rapid depletion of the battery of the generator and muscle stimulation that was felt by the patient. A new pacemaker system was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.